Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the back end of light guide bundle creased and damaged. Based on the results of the investigation, it is likely the following led to the malfunction: the back end of light guide bundle creased and damaged due to component failure of the insertion section. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the subject device had unclear image. The issue was found during cleaning and disinfection for diagnostic colonoscopy procedure. There was no reports of patient harm.

Event description:
It was reported that during cleaning and disinfection the subject device had unclear image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.